Event description:
It was reported that during an attempt to advance the stent delivery system (sds) to the distal rca through very difficult anatomy, it would not cross. Upon removal of the sds the stent slid off into the proximal rca. Attempts were made to snare the stent with a guide wire, but they were unsuccessful. The stent remains in the pt and another stent was deployed on top, flattening it to the vessel wall. The intended site was then treated with a balloon catheter. The results were good and it is believed that the stent dislodgement was due to the difficult anatomy and not a device malfunction.